Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A family member reported that the patient needed their ins replaced as they didn¿t think it was working well. The caller thinks that the patient initially had the device implanted in 2013. They were concerned as the patient had a replacement in 2015 and it was already depleted. The caller was not with the patient at the time of the call so troubleshooting could not be initiated. It was noted that the patient had memory issues and the caller had been living near the patient since summer 2015. The caller was recommended to have the patient follow up with their health care provider. Indication for use is spinal pain.

Event description:
Additional information was received about the patient via a family member. The consumer reports that the patient had identified a health care provider to follow up with. It was initially reported that the ins was not working well. To clarify it was reported that the battery had died after only two years and they expected it to last much longer [the patient has a non-rechargable device]. Due to the device going dead the patient has experienced a return of pain and has been taking oxycodone for relief. The caller mentioned that the patient was scheduled for an appointment on yesterday but due to the patient's memory issues they arrived late and were unable to be seen. It was noted that they would assist the patient in seeing a doctor next week. It was review that the patient's memory issues are not believed to be related to the patients system but rather their age as the patient is (B)(6). It was also review that without knowing the ins setting which could be obtained from their health care provider, the life expectancy for their device was unknown.